Event description:
A malfunction was reported with a pump displaying malfunction code 24, but no notable events occurred prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support arranged to replace the pump and advised the customer on returning the malfunctioning unit. The customer acknowledged the instructions and continued using the current pump until receiving the replacement.